Manufacturer narrative:
The account was given the part number for the replacement pendant. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the pendant cable pulled from the pendant body which exposed bare wiring.